Event description:
It was reported that the pt was implanted an unk durom acetabular component on the right side 2008 (exact date not reported). Revision surgery is in discussion due to loosening and fluid collection. Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2008) and will be treated as one of the cases for which zimmer implemented a notification in july 2008.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008. Should additional inf become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4)considers this case as closed. (B)(4).